Event description:
Rptr has been trying to get pregnant for a number of months and utilizing home pregnancy tests to determine their status. Rptr is frustrated to discover that, while they are all marketed as capable of determining status as early as the first day of missed period, they are not. There is significant variability in sensitivity levels giving inconsistent results among brands. Levels range from a detectability level of 20 to 250. This info is not on the label so the consumer cannot know which test will give a more accurate result on the date suggested to test. Rptr believes that early pregnancy detection is important and if it can't be standardized, sensitivity level should at least be revealed on the label so the consumer can make an educated decision as to which test to select.